Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). Acclaim encore list #12237 does not have a device history that provides past programmed settings. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver vancomycin. No specific programming parameters were provided. After an unspecified length of time, the clinician was notified by the pt that the delivery was "going slowly." At this time, it was noted that the device display was incrementing; however, no fluid was being delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.